Event description:
It was reported that a person using the ilet bionic pancreas with a dexcom g7 experienced recurrent overnight blood glucose volatility after pump initiation, including in-range values at bedtime followed by rapid rises to a highest cgm reading of 262, associated with treatment of a low using glucose tablets and subsequent overcorrection; the infusion set was an inset 23 inch, and no device component issue was identified. Symptoms included hyperglycemia and fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and an improper or incorrect procedure or method implicated; no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.